Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) observed some elevated system check results on the date of service. The fse replaced the peri-pump and the transducer. Upon completion of the necessary repairs, the instrument was returned back into operation. A definitive root cause for this event has not been determined to date.

Event description:
The customer reported that an erroneous elevated cardiac troponin (accutni) result, above the assay's acute myocardial infarction (ami) threshold, was generated from an access 2 immunoassay system for one patient. Beckman coulter inc assessment of customer supplied data indicated that upon repeat testing of the initial sample, as well as redraw and testing of a second, same-patient sample on the instrument; the accutni results were lower, within the risk stratification range of the assay, and considered valid. An amended report was issued. The customer provided additional patient creatine kinase-mb isoenzyme results for this patient, however, these results were regarded as normal by the customer. The initial, elevated accutni result was reported outside of the laboratory and the patient was treated with levonox and aspirin after the erroneous result was obtained. The samples were collected in lithium heparin plastic tubes. The samples were normal in appearance with no visible abnormalities. Assay quality control values recovered within the customer's established specifications on the date of the event. A system check generated results which met instrument specifications.